Manufacturer narrative:
No known impact or consequence to patient device operates differently than expected. The actual complaint product was not returned for evaluation. A review of the device history record is not possible as no lot number was provided, and a root cause could not be determined. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).

Event description:
Halyard received a single report that referenced two different incidences, which were associated with separate units, involving one patient. This is the first of two reports. Refer to 9611594-2016-00022 for the second report. It was reported that on a patient the flow sensor alarmed repeatedly and would alarm off and on. The ventilator was changed out and after trying two other flow sensors the problem was solved. The incident occurred again on (B)(6)-2016 on the same patient. After inspecting every possible place for a leak it was noticed that the closed suction device to press down to suction had not popped back up after suctioning patient. Replaced the closed suction device and no other problems occurred. In the second case, the control knob was properly set but there was still a suction leak. Additional information was received on 20-jan-2016 that stated the incidents occurred on 10-jan-2016 and 11-jan-2016. The product was changed without further incident.